Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ndle 25ga 7/8in ECG blt no-anl trans orn had a mix of product types in the box. It was reported that during process, customer detected 27ga instead of 25ga. Per email: good morning, we open a quality notification. Qn2020-126 during our process were detected cannulas mixed, the cannulas found are 27ga instead of 25ga as the spec mark. Raw material: p/n 8034720 - ndle 25ga 7/8in ECG blt no-anl trans orn. Batch affected: 0015357. Qty: (B)(4) pcs. Please start de investigation and provide me RMA and credit note for the batch affected. I¿ll appreciate your help and response".

Event description:
It was reported that ndle 25ga 7/8in ECG blt no-anl trans orn had a mix of product types in the box. " it was reported that during process, customer detected 27ga instead of 25ga. Per email: good morning, we open a quality notification. Qn2020-126 during our process were detected cannulas mixed, the cannulas found are 27ga instead of 25ga as the spec mark raw material p/n 8034720 - ndle 25ga 7/8in ECG blt no-anl trans orn batch affected: 0015357 qty: 239,008 pcs please start de investigation and provide me RMA and credit note for the batch affected. I¿ll appreciate your help and response"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 12/16/2020 h.6. Investigation: a device history record review was performed for provided lot number 15357. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 11 boxes were received for evaluation by our quality team. Each box has 2 sealed plastic bags inside and each plastic bag has 10,000 bilk packaged parts. 100% visual inspection was performed an no mixed material was found or any other defect or imperfection. As no defect was found, further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. See h.10.